Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v168016, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient was not able to make adjustment with the patient programmer both with or without the antenna attached. It was noted that the patient had a stroke 2 years ago and about a couple of months ago the patient started retaining fluid so they were placed on a water pill. They were told by their health care provider (hcp) to turn the therapy on since they were going to the bathroom a lot. It was noted that due to family confusion therapy was off. Additional information received reported that the patient programmer was not able to communicate with either antenna. The anomaly appeared to have occurred through product use and no patient harm was reported. Additional information received reported that the patient was still not able to make adjustment both with or without the antenna attached after their programmer had been replaced. It was noted that the patient felt a pinching sensation. Analysis of the programmer reported that the complaint against the programmer was unverified and the antenna jack was resoldered as a preventative measure. Additional information has been requested, but was not available as of the date of this report.